Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient was hospitalized for severe hypoglycemia. Patient was not wearing the continuous glucose monitor (cgm) at the time of the event, as she had not yet begun use of the system due to international travel concerns. There was no alleged device malfunction. Additional event or patient information is not available. No product or data was returned for evaluation. The reported hypoglycemic event was not confirmed. A root cause could not be determined.